Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: none, but pictures showing the defect. Analysis and results: there are no previous complaints of this code batch. Manufactured (B)(4) units of this code batch, there are (B)(4) units in stock. Received one picture that shows one box which contains (B)(4) pouches of the code-batch 0025086-116083 (monosyn qui undyed 2/0 (3) 90cm hr48) instead of the code-batch 0025092-116075. Products traceability has been checked and it has been determined that this mix-up probably took place in the manufacturing line in the packaging area. Both products were packed in the same line and same day one after the other. Line clearance was not correctly done. The available units in stock have been checked and the units are the correct ones. Taking into account that no other customer complaints have been received concerning this issue for this code batch, it is considered this is an isolated and accidental unit and claim is justified, but the whole batch is correct. Final conclusion: justified: taking into account that no other customer complaints have been received concerning this issue for this code batch, it is considered this is an isolated and accidental unit and claim is justified, but the whole batch is correct. Actions on distributed product of this reference/batch: send a credit note for one box of product as a compensation. Corrective/preventive actions: there is an improvement project lean_01_2012 that includes the analysis of the origin of all possible mix-ups and implementation of actions. One of the actions included in these projects is automatic packaging. This would avoid that units of another reference are packed. H3 other text: device not returned but have pictures.

Event description:
Country of complaint: sri lanka. Our warehouse complained about wrong item packed inside item c0025092 box. This item has been delivered to customer and they have returned due to delivered item is different from ordered item.